Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 23jun2023. H6: investigation summary: two samples and photo received by our quality team for investigation. Upon visual evaluation, shield is not properly positioned, exposing the needle. A device history review was performed for lot 2203062, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Possible root cause is associated with packing process of the syringe, if the syringe moves from its position perforating the film, and then, it returns to its place, shield can get removed from the needle. Notification was opened of your experience to increase awareness of this matter.

Event description:
It was reported while using bd plastipak¿ syringes with attached bd® blunt fill needle the sterility was breached. There was no report of patient impact. The following information was provided by the initial reporter: the needle protection is not on the cannula, packaging is still closed. Needle shield has penetrated the sterile packaging. Danger of needle stick injury.

Event description:
Hold kv 6/12/23it was reported while using (brand name) the sterility was breached. There was no report of patient impact.the following information was provided by the initial reporter: the needle protection is not on the cannula, packaging is still closed. Needle shield has penetrated the sterile packaging. Danger of needle stick injury.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.